Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2023, that the ria 2 system was used in the tibia, the surgeon allowed a registrar to handle the system. Unfortunately the reamer head detached from the system and metal shards came off in the patient. Although I stated that the angle should not surpass 10 degrees as there is too much flexion in the drive shaft this wasn¿t listened to, and the surgeon accepted that too much pressure was put on the system in this instance. We then went to use the standard syn ream system, however as I was between theatres the scrub staff hadn¿t noticed that the stryker power tool needed to be adjusted back to the ream setting from the drill setting which led to the wire bending, and bone burning inside of the patient, damaging the syn ream head (8.5) and syn ream flexible shaft. The stryker system 7 power tool was used, which delivers an incorrect torque on the ria 2 system of 17nm rather than the recommended 3.5-6nm. This was not known at the time. The syn ream system was then used before moving back to the ria 2 system. There was surgical delay. The surgery was not successful. The system was not successful so the surgeon washed out the im canal as best as possible without the ria 2. Patient status/ outcome: higher risk of infection not clearing but no official outcome reported yet. Concomitant devices reported: unk - drill bits: trauma (part # unknown, lot # unknown, quantity # unknown) and unk - guide/compression/k-wires: viper (part # unknown, lot # unknown, quantity 1). This report is for one (1)ria 2 bone harvesting kit l520. This is report 5 of 5 for complaint #: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hto. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturing location: packaged, sterilized and released by: monument. Release to warehouse date: 30-sep-2022. Expiration date: 01-sep-2023. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 1965p71. (Sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the packaging or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m001, reaming rod/drive shaft packaged. Lot number: 1964p61. Lot quantity: (B)(4). Part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 1618p26. Lot quantity: (B)(4). Part number: 03.404m002, graft/irr/suction assembly. Lot number: 1747p00 qty (B)(4) / 823p049 qty (B)(4). Lot quantity: (B)(4). Part number: 03.404m014, irrigation tubing set. Lot number: 784p544 qty (B)(4) / 590p631 qty: (B)(4). Lot quantity: (B)(4) part number: 03.404m015, suction tubing set lot number: 784p551 qty (B)(4)/ 624p201 qty: (B)(4) lot quantity: (B)(4) part number: 03.404m033, ria ii graft filter lot number: 843p621 qty (B)(4) / 805p069 qty (B)(4) lot quantity: (B)(4) part number: 03.404m003, manifold assembly packaged lot number: 1965p18 lot quantity: (B)(4). Part number: 03.404m010, ria ii manifold assembly lot number: 1750p27 lot quantity: (B)(4) these lots met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.